Manufacturer narrative:
Company comment: the serious events of swelling, hypersensitivity at implant site, granuloma skin and the non-serious event of pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root causes include the patient's hypersensitivity to the product or a foreign body reaction to the product in the local tissue. The restylane-l was intentionally misused. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-aug-2023 by another health professional which refers to a 43-year-old female patient. Additional information was received from same reporter on the same day. The patient was healthy, but she had an unspecified reaction to a medication and almost died at the age of 15 years and allergy to reglan. The patient was not taking any concomitant medications. The patient never had filler in her life previously, but she had received botox on 12-may-2022 and 06-jul-2023 for cosmetic indication. The patient had no dental work or other recent infections or illness or any other vaccines. On (B)(6) 2023, the patient received treatment with 1 ml of restylane-l (lot 20945), 0.5 ml to each side of superficial medial cheek fat pad using 25-gauge micro cannula with unknown injection technique. The restylane-l was injected using 25-gauge micro cannula (intentional device misuse). A week later, in (B)(6) 2023, the patient had experienced mild swelling (implant site swelling). The hcp had treated the patient with unspecified oral antibiotics, but she did not respond to them. Her face swelled very much; her eyes were swollen. The patient went to the ER, and she had undergone a CT scan but there was no cellulitis or other issues identified on the CT scan. Then, they gave her an unspecified IV steroid injection. The hcp at the ER thought it was an allergic reaction (implant site hypersensitivity). At the ER, the patient was treated with an unspecified steroid taper as well. A day later, the swelling came back again which was bilateral and painful (implant site pain). The patient was referred to another clinic and CT scan showed there was no abscess. They thought it might be a granuloma (granuloma skin). The patient was on unspecified steroids and oral antibiotics. On an unknown date in 2023, the patient had follow-up with reporting hcp to dissolve the product, but swelling was still not better, her face was swollen where filler was not injected. On (B)(6) 2023, the patient went to the ER again and she was admitted to the hospital. According to hcp at ER, it was not an abscess or infection. The patient being treated with unspecified IV antibiotic. The patient also had an ent consultation for the swelling and results were unknown. According to reporting hcp, it was not related to product but thought to be related to patient, unknown if it was autoimmune or any other issue. Outcome at the time of the report: swelling was not recovered/not resolved/ongoing. Allergic reaction was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. Granuloma was not recovered/not resolved/ongoing. Restylane-l was injected using 25-gauge micro cannula was recovered/resolved.